Event description:
The user facility reported an automated impella controller (aic) was received with an inoperable front access door and noted that preventative maintenance on the device had been completed in january 2025. There was no patient involvement with this event.

Manufacturer narrative:
The automated impella controller has been received from the customer and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge door won't close has been completed. The console was returned for further investigation. Initially, the purge assembly door was sealed, and upon closer inspection of the purge assembly, excessive purge fluid residue was found. This residue indicated a purge fluid leakage during clinical use. The root cause of the purge door inoperable, not opening was due to the glucose ingress.